Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-70 serial#: (B)(4) description: linear 3-6 lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection in his head. It was noted that the incision opened up. The physician believed that the infection was not device related and it was unknown what caused it. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well.